Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported upon insertion of the lens into the eye, a scratch was noted on the lens. A defect was noted on the injector and cartridge. The lens was removed from the patient without incidence. The procedure was completed with a replacement lens. A second viscoelastic was used due to defective product. Additional information has been requested.

Manufacturer narrative:
The company cartridge was returned. The returned cartridge was microscopically examined. No abnormalities were observed in the cartridge lumen. The returned cartridge showed no sign of use. No ovd was observed in the cartridge. The cartridge had no evidence of placement into a handpiece. No damage was observed. Top coat dye stain testing was conducted. With acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The indicated lens model, 26.5 diopter lens is not qualified for use in the returned cartridge. The returned company cartridge had no evidence of use. The unused returned company cartridge may have been from the reported lot; it does not appear to be the used cartridge reported for this file. Based on the information provided the root cause for the reported lens damage was most likely related to a failure to follow the IFU. The indicated 26.5 diopter lens is not qualified for use in the indicated cartridge. The 26.5 diopter lens is only qualified for use in the company specified cartridges as per the dfu. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).